Manufacturer narrative:
Block h6: imdrf code a090208 captures the reportable event of poor quality image. E1: the reported healthcare facility is: (B)(6) hospital. (B)(6).

Event description:
It was reported to boston scientific that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the scope had a lot of bubbles and water in the image. The physician changed out to reusable scope. The procedure was completed with a different device. No patient complications were reported as a result of the event.